Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that the exposure of the insulin pump to fluid and there was no visible water or fluid in the pump. The customer¿s blood glucose level was 211 mg/dl at the time of incident. The self test was performed and passed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.